Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.  (B)(4).

Event description:
It was reported that balloon burst occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.00 mm x 10 mm flextome¿ cutting balloon¿ was selected for use. During procedure, the device was delivered toward the target lesion and inflated slowly to the rated burst pressure when it was noted that the balloon ruptured. The procedure was completed with another of the same device but different size. No patient complications were reported.